Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system locked up. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.